Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time.

Event description:
Health professional reported unknown side "ruptured implant". The device remains implanted.